Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis of l5-s1 degenerative disk disease and pseudoarthrosis. Patient underwent following procedures: left l5 transforaminal decompression. Left l5-s1 transforaminal lumbar interbody fusion with peek interbody cage , local autogenous bone, and bmp-2. L5-s1 posterolateral nonsegmental instrumented spinal fusion . Use of intraoperative microscope, fluoroscopy. Per op-notes, ¿.. ..local autogenous bone and bmp-2 sponge were then packed into the anterior 1/2 of the l5-s1 interspace. A stryker spine avs peek cage that measured 12 x 25 x 11 with 0 degrees of lordosis was then packed with a bmp-2 sponge and local autogenous bone. This was impacted into the inner space under direct and fluoroscopic visualization. It was found to be a good fit. There was good restoration of the intervertebral disk space height. Surgeons then focused attention onto the posterolateral fusion.. Local autologous bone and a small sliver of bmp-2 sponge was then laid. Then focused their attention onto the pedicle screw instrumentation. A total of four 6.5 x 45 stryker mantis were then placed bilaterally at l5 and s1. A 2 pre-bent 45mm length rods were then placed and 4 blocker nuts were then placed and final torqued. Final ap and lateral radiographs confirmed good placement of all hardware and good restoration of the intervertebral disk space size at l5-s1. The wounds were then closed in layers. ..patient was safely transferred to hospital gurney without incident. ..¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.